Event description:
Patient undergoing a fistulagram. Upon accessing the upper extremity fistula with a micropuncture needle and microwire, the needle was inserted into the venous portion of the av (arteriovenous) fistula, then the microwire was inserted. When provider attempted to remove the microwire, the wire sheared, and a small portion of the wire broke off into the subcutaneous tissue.